Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 109 to 112 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is comparing the blood glucose test results from truetrack meter to brother's meter. On (B)(6) 2016 at 09:00pm, a back to back blood test was performed by the customer fasting and produced test results of 250 mg/dl using truetrack meter and 112 mg/dl using brother's meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/17/2018 and open vial date is 03/07/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Adverse event not reported.